Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing more pain. It was also noted that the ipg was not holding a charge well. The patient had a successful reprogramming, however, underwent an ipg replacement procedure. The patient was doing well post-operatively and the explanted ipg was not returned.